Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device location was causing pain. The device was removed. The device was removed. The issue was resolved at the time of the report. Hcp don't have any further information. Device was discarded and would not be replaced.